Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid right coronary artery. A 4.00 x 20 mm promus elite stent was deployed. After post dilation of the stent, a proximal edge flow limiting dissection was observed in the proximal part of the stent. A 4.00 x 12mm promus elite stent was deployed proximally overlapping and covered the dissection. The procedure was completed and the patient was stable. The patient was hospitalized, but fully recovered.